Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump is infusing more than what it is supposed to. A test was run using 120ml and the volume to be infused was 5ml. The volume delivered was 8ml.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit is infusing more than what it is supposed to. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.